Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing threshold measurements and loss of capture (loc) due to patient was involved in a car crash accident. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.